Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device could not secure the lock/cutter, had foreign substance/debris/cleaning/sterilization, corroded bearing, the moving parts did not move smoothly and failed pre-test for check the quick coupling for saw blade. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the battery oscillator device blade chuck was not holding. It was further reported that the knob that holds the saw blade on vibrates while in use and caused the blade to untighten and fall off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.